Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was 165 mg/dl at the time of incident. Troubleshooting was performed. Self test failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm and due to a software error.